Event description:
Customer states: prior to use on a patient during pre-test a nurse confirmed the evacuation failure. Customer confirmed no patient involvement.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.